Event description:
It was reported by the caller that the customer had been experiencing high blood glucose levels. Over thirty hours the customer's blood glucose had been over 300 mg/dl and moderate ketones. They have done troubleshooting, have changed the infusion sets, but to no avail. At the time of the phone call the blood glucose was 420 mg/dl which was treated with manual injection. Symptoms of high blood glucose were excessive thirst, nausea and tiredness. Troubleshooting was performed. The drive support cap was recessed. In the alarm history there was an alert present low reservoir. High pressure test passed but later the insulin pump alarmed motor error and the troubleshooting process was stopped. The customer stated that they had an MRI but had left the insulin pump in the waiting room. The customer does not use the sensor feature. They were able to rewind the device. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the basic occlusion test and displacement test. No motor error alarms were noted. However, the device was unable to prime unit during the prime test due to a faulty force sensor. The motor was tested outside the device and passed. The unit was received with cracked case at the display window corners and battery tube threads. The device was received with minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.